Event description:
During the resuscitation attempt, the autopulse nxt platform (sn (B)(6) stopped after performing 17 minutes of compressions. No further information was provided. The patient's status information was requested, but the customer did not provide a response. The nxt platform's performance report indicated fault code 1060 (motor fault).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6)) stopped compressions was confirmed based on the archive data review but not during the functional testing. Based on the archive data, the nxt platform stopped compressions due to fault 1060 (motor fault). However, the fault code was not reproduced during the testing. The interface between the gearbox and the motor shaft may have slipped. Therefore, checked and verified that the set screw that clams the gearhead to the motor assembly was torqued to specifications. The archive data indicated fault 1060 (motor fault), confirming the reported complaint. The autopulse nxt platform passed the functional testing without issues. The platform was tested using the (service lrtf) with one battery until fully discharged without any faults or errors. The platform was tested using the hlztf with one battery until fully discharged without any faults or errors. The reported complaint could not be replicated during testing. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse nxt platform passed the final tests without issues.